Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, impedance testing, defibrillation cycling, and electrical safety testing using the customer's returned multifunction cable without duplicating the report. An internal inspection of the device found no discrepancies. Review of the device log found no evidence of the report. The customer was contacted and stated the operator may have been touching the pads during the test. It is important to note the r series will only perform an automatic code readiness test when the device detects a short. The r series will also display, "self-test in progress stand clear," on the monitor. In the r series operator's guide, under the section titled, operator safety, it states, "when the r series is performing a code readiness test, as indicated on the display, do not touch the connected paddles, electrodes, or onestep cable connector." The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during the device auto self-test, the nurse received an unintended delivery of energy. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report updates information based upon your request which differs from the initial medwatch report filed. Please reference sections d1 updated, d4 model # updated, d4 catalog # removed, d4 primary UDI # updated.